Event description:
The time of event is unknown. There was no report of patient harm. Fiber image failure(fluid damage)

Manufacturer narrative:
We checked the returned unit and confirmed that the air/water nozzle loosened, insertion flexible tube (ift) leaky, ccd module fluid damage, light guide fiber bundle (lcb) broken, control body assy complete corroded. Based on the result, we concluded that the ccd module fluid damage was the insertion flexible tube (ift) leaky; however, other failure is not related to the alleged complaint.